Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A technician reported that an intraocular lens (iol) was exchanged due to an unexpected refractive outcome. The unexpected outcome was due to the iol being placed off axis as a result of a data entry error. Additional information was received from the surgeon which indicated that a posterior capsule tear occurred during the iol exchange procedure, while he was removing the original lens. A partial vitrectomy was also performed during the iol exchange and a new lens was placed in the sulcus. Five days later, an additional vitrectomy was performed by a retinal specialist due to the capsular tear. In the surgeon's opinion, the lens did not cause or contribute to the event.